Event description:
Boston scientific received information that during a follow up of this implantable cardioverter defibrillator (ICD) swelling and redness was noted around the device pocket. The physician suspected that due to decubitis an infection was likely. The physician suggested the patient go back to the hospital where this device was implanted to be further evaluated. Meanwhile medication was given and this patient was released. The device remains implanted.

Manufacturer narrative:
Should additional information become available, this event will be updated.